Event description:
It was communicated that the onset date, cause, and the source of the carbapenem-resistant enterobacteriaceae bacterial infection was unknown. It was noted that as the heart movement was weak, extracorporeal membrane oxygenation (ECMO) was added. Even after that, it did not improve and the patient died. The patient passed from sepsis. The doctor stated there was probably no causal relationship between carbapenem-resistant enterobacteriaceae bacterial infection and the device. It was stated that the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. A blood test for the patient revealed a carbapenem-resistant enterobacteriaceae bacterial infection. The product would be treated with infrared light within the hospital and then recalled.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues that would have contributed to the reported events. Furthermore, a specific cause for the reported infection and sepsis and subsequent patient outcome, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned in one segment measuring approximately 18¿. The modular cable was also returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to its return. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev. C are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was unable to confirm the reported intra-circuit thrombus. Furthermore, a specific cause for the reported infection and sepsis and subsequent patient outcome, as well as a direct correlation to (B)(6)), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned in one segment measuring approximately 18¿. The modular cable was also returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to its return. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev. C are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU ¿introduction¿, lists potential adverse events, including pump thrombosis, infection (local, driveline, and pump pocket), sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists infection as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the device infection was not considered to have had an obviously relationship to the device. The source of the infection was bacteremia. The death appeared to have been device related as an intra-circuit thrombus was the cause of death. They provided the patient with a full support treatment for very severe heart failure, but most likely due to the effects of multiple surgeries, it appeared that the patient developed bacteremia, which became disseminated intravascular coagulation (dic); and consequently, the patient died due to growth of intra-circuit thrombus.